Manufacturer narrative:
(B)(4). The device manufacture date for this product is august 27, 2010.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted/ resulting in the reported clinical observations.

Event description:
Boston scientific received information that this programmer's screen light had gone out. The programmer will be returned. No adverse patient effects reported.